Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred less than five minutes into the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was visually observed leaking at the arterial end of the dialyzer. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss was approximately 200cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fiber membrane was streaked with blood residue and coagulated blood was noted on the circumference of the fiber bundle at the cavity ID end and between the screw flange and the polyurethane cut surface at both ends of the dialyzer. Gross visual examination of the device did not identify any damage or irregularities. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, fiber fragments, kinked, looped, or short fibers. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not observed during laboratory testing, possibly due to coagulated blood which may have occluded the flow, visual examination of the returned dialyzer observed the presence of blood within the dialysate chamber at the cavity ID end. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Therefore, the complaint was confirmed.